Event description:
It was reported to medtronic minimed that the customer experienced an occluded keypad/button unresponsive/button error, no delivery/occlusion alarm. The customer reported no adverse event. The event involved products mmt-442a, mmt-1884l, and mmt-342. The troubleshooting was not performed . No harm requiring medical intervention was reported. No product return is required for mmt-442a. No product return is required for mmt-1884l. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully download using thump software. The adapt tool was utilized to search for any alarms that may have occurred in the past. The adapt tool reveals a stuck button alarm was recorded on (B)(6) 2024 at 13:48:39. The adapt tool revealed no delivery on (B)(6) 2024 and (B)(6) 2024. On 22-apr-2024, no delivery was recorded twice at 14:17:27 and 14:27:00 during bolus. On 23-apr-2024 it recorded one at 13:23:43 during bolus. However, no unexpected alarms noted during testing. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit also received with scratched case and cracked case (battery tube). In conclusion, customer concern with keypad/button unresponsive and no delivery alarm were not confirmed during analysis. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.